Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated, the cyclical lever drive was slipping and was not engaging the wheel locks.